Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and the pump did not charge. Reportedly, the pump successfully charged with an alternate wall adapter. Customer¿s blood glucose value was 84 mg/dl.